Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind and motor position encoder error alarms confirmed in the history file due to corroded motor home switch. They were unable to perform the displacement test due to the excessive motor error alarms. There was no motion sensor test failure alarm. The pump had a cracked case all corner of the display window and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 145 mg/dl. The following alarms were in the pump history: weak battery, battery out limit and motion sensor test failure. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.